Manufacturer narrative:
The reported event of noise was confirmed. As received a complete lead was returned in two pieces. Visual examination found one external insulation abrasion at 38.3cm to 40.1cm breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported event was isolated to the lead to can abrasion. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found no anomalies except for of procedural damage.

Manufacturer narrative:
Correction: b5, d6a.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which resulted in an inappropriate auto mode switch. It was also observed that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) exhibited noise oversensing. The rv and the atrial lead were explanted and replaced. However, during the procedure, the rv and the atrial lead were damaged from the sutures. The patient was stable throughout.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) exhibited noise oversensing and atrial lead exhibited noise. The rv and the atrial lead were explanted and replaced. However, during the procedure, the rv and the atrial lead were damaged from the sutures. The patient was stable throughout.